Event description:
A malfunction was reported with code malf 15 and fault ID 277e. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump.